Event description:
Dermaspan te put in 2019. The surgeon implanted them and sent her to radiation therapy stating that dermaspan is safe for that. The patient never took it out of the body. Recently she had a right shoulder injury and used heating pad. Her right breast was burnt badly. Went to ER and they confirmed that the te port heated up and burnt her from inside out. The patient also complained of a weird buzzing sound coming from her right breast and multiple illness post implantation. The patient is scheduled for removal at uw medical center.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided. Based on information provided by the initial reporter, the tissue expander was implanted longer than the recommended use. Per our instructions for use, it is not intended for use beyond six months. If left in place for more than six months, the formation of tissue adhesions may make it difficult to remove. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.